Event description:
Caller indicated the relion prime was giving high readings. Caller had her meal then took her reading around 6pm and got a 500 reading, she knew reading was wrong because she had no symptoms and took another reading within minutes and got 86 she then took a 3rd reading with other meter and got 103. She is washing hands and uses new lancet every time she does a test and stores everything in bedroom she doesn't have control solution. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.